Event description:
It was reported that during a total laparoscopic hysterectomy, the needle broke in half when loading onto the endostitch prior to the start of the case, and the device was difficult to load. A suture from another manufacturer and needle holder were used to fix the issue and complete the case.

Manufacturer narrative:
D10 concomitant product: vloca008l, vloca008l v-loc* 180 0 abs reload 20 cm, (lot # n5f2061y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.